Event description:
It was reported that the atrial lead exhibited sudden high impedance increase and persistent on trend. The lead also exhibited noise and a unipolar polarity switch was noted. A possible lead fracture was suspected. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.